Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
Customer called to report damage to the insulin pump. Customer stated that there is damage to the lip of the reservoir, and the screen is cracked. Customer also stated that there is a black ring coming out where the pump is broken. Customer's blood glucose reading was 115 mg/dl. Nothing further reported.